Event description:
During procedure where blood is present, the endoscopic image goes dark and the doctor is unable to continue. Possible blood hardening onto the distal end, water and air unable to clean the lenses, blood absorbing all the white light. Doctors comments were "very dangerous" and"if this happens again, I will not use the equipment". This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. After an internal review of this case, it was determined to treat it in the same way as the case in which hra/health hazard evaluation and health risk assessment (hv-hra-0184) was implemented. According to hra (hv-hra-0184), since the blood adhered to the illumination lens of the endoscope, it is assumed that the adhered blood coagulated and solidified on the illumination lens as it absorbed the illumination light and was heated, resulting in the observed image being pink. The results of the desk test suggested that minor burns may occur if the endoscope is pressed against a mucous membrane for a certain period of time (more than 3 seconds) while the lens is covered with blood and the temperature of the distal end of the endoscope is elevated. However, there were no actual complaints of mucous membrane burns. Some medical experts pointed out that some physicians who are not familiar with the endoscopy procedure may have the distal end of the endoscope contact the mucous membrane for a certain period of time when inserting the endoscope into the large intestine. After the in-house review, this case was determined that MDR is necessary. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: b4: date of this report. D9: is this device available for evaluation? G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacturer. H6: adverse event problem. Evaluation summary: event that occurred is temperature rise at the tip of the scope. Based on the investigation, a potential root cause of this failure is blood got on the cover glass for fibre bundles. This blood dried and solidified due to the illumination light, causing the colour of the illumination light to change. In addition, the temperature of the area increases when the solidified blood is continuously exposed to illumination. If this hot area comes into contact with mucous membranes, burns may occur. A CAPA is currently in progress to resolve this issue. There is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi on 19-jun-2024 under normal conditions. During the process inspections, rework was performed to replace the c-part due to a scope connection failure. However, it was confirmed that the endoscope passed all required inspections and was released accordingly. The dates of approval for shipment and the actual date shipped were confirmed on 02-jul-2024. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.